Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10j22028 and h10i20015 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and peritonitis with culture positive for e. Coli ( escherichia coli) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. Treatments for the touch contamination and peritonitis were not reported. On an unreported date, dianeal therapy was withdrawn and the patient's pd catheter was pulled. The patient was recovering from the peritonitis. The outcome for patient made mistake/touch contamination was not reported. The nurse stated that the peritonitis with culture positive for e. Coli was not related to dianeal therapy. An opinion of causality was not reported for the patient made mistake/touch contamination.